Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display, power error and replace battery now alarm. The customer¿s blood glucose was 96 mg/dl. Customer reports display is blank. Customer states the display was blank less than 30 seconds. Customer states the pump has cosmetic damage. Customer reported crack on insulin pump. Customer reported power error. Customer has not previously called to report power error detected. Customer does not want to further troubleshoot for power error on pump due to crack found. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was previously used. The pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test properly. Power error alarm due to j6 connector resistance issue. No blank display and no power loss alarm noted during testing.